Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. At recent generator change and upgrade to crt-d on (B)(6) 2013, low p-wave amplitude with this lead was noted at 0.8mv. No sensing issues were noted; impedance was 554 ohms and capture threshold was 0.7v @ 0.5ms. The physician was dr. (B)(6) at (B)(6) hospital medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).